Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission. The transmission showed the right ventricular lead exhibiting elevated capture threshold, pacing lead impedance, and r wave variance at the change of threshold and impedance values. The anomalies were indicative of lead mineralization but the event was not verified. The patient did not report any symptoms and no additional diagnosis or intervention was scheduled at this time.